Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was implanted and explanted on the same day due to an unspecified issue. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received indicated that the left ventricular lead was implanted and removed during the same procedure. The lead was not the right curve for the vessel and was replaced with a lead with a smaller curve. Patient was stable throughout the procedure.